Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. Her blood glucose level went up to 486 mg/dl and dropped to 34 mg/dl. The customer believed insulin was not being pushed through the cannula. She treated her high blood glucose level with 28 units of insulin and treated her low blood glucose level with juice. The product was not returned. Nothing further to report.